Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not delivering insulin after the customer attempted to load a cartridge onto the pump without going through the load sequence. The customer reported a blood glucose level of 400 (mg/dl) and indicated a bolus would be delivered. During troubleshooting with tandem technical support, customer was advised that the load sequence must be followed when loading a new cartridge. Customer was offered assistance with completing the load sequence; however, the customer declined.